Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a piece of the cartridge septum was found on the tip of the needle blocking the insulin from exiting the needle tip. The customer's blood glucose level was not impacted. The customer changed out the needle and the syringe plunger was depressed without difficulty.